Manufacturer narrative:
A complete lead was returned in one piece, measuring 57.5 cm. The damage found was sustained during the surgical procedure. The lead was otherwise normal.

Event description:
It was reported that the patient presented in clinic. The patient's right ventricular lead exhibited noise, high capture thresholds, and no capture. Dislodgement was suspected. The lead was explanted and replaced on (B)(6) 2019. During the procedure, the physician had a hard time retracting the helix of the existing lead. A replacement lead was implanted. The patient was stable.

Event description:
New information received noted that dislodgement was not confirmed.